Event description:
The manufacturer's representative reported that the patient was experiencing itching and a sensation that "skin was burning up" following refill. The initial report was that the patient was in "acute withdrawal". The patient was seen in the emergency room where motor and catheter studies were performed by x-ray. The hcp did not think that the pump was working properly, but reported that the catheter was working properly. The patient was hospitalized and supplemented with medications to control the itching, as well as oral baclofen. All of the drug was removed from the pump and catheter; new drug was placed in the pump. On interrogation of the pump, it was noted that a motor stall occurred 2 days after refill, but recovered 9 minutes later. At that time, the nurse was using a wand with a magnet on it. The next day, the pump was interrogated indicating that the pump was delivering the programmed dose of 500 mcg/day. It is unknown if the drug was lioresal or compounded baclofen. The hcp planned to replace the pump, but the patient developed a fever and was diagnosed with a pulmonary embolism unrelated to pump or therapy. The patient was discharged to home. Pump replacement surgery has been postponed for several months.